Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty gold sensor. Motor passed motor test. No sound anomaly noted. Unable to confirm compromised force system sensor alarm due to motor error alarm. Pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that multiple motor error alarms have been received. Customer also indicated that a audible clacking sound is heard from the pump when a bolus is delivered. Customer's blood glucose was 360 mg/dl at the time of incident. Troubleshooting found that pump was stuck in the rewind loop and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.